Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete.

Manufacturer narrative:
Additional information received (B)(6) 2011: original surgery date - (B)(6) 2010.

Manufacturer narrative:
Conclusion: product did not contribute to event. Visually examined. Photographic images made. Complaint reviewed. Device history record reviewed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Allegedly revised due to a broken plate.